Manufacturer narrative:
(B)(4). As the device was not returned for analysis, no evaluation could be performed. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused a single-use homechoice automated pd set with cassette. This occurred during the initial drain cycle of peritoneal dialysis therapy while the patient was connected. The patient stated that after connecting and starting the initial drain, they realized that they had connected the supply bag to the line with the blue clamp instead of the line with the white clamp. The patient disconnected the bag from the blue clamp line and connected the bag to the line with the white clamp. The technical service representative assisted the patient in ending therapy and advised the patient to restart therapy with new supplies. There was no patient injury or medical intervention reported. No additional information is available.